Manufacturer narrative:
Physio-control product analysis center determined that the cause of the reported issue was due to contamination and corrosion buildup of pcb-mounted jack connector, designator j506, and capacitor, designator c150, on the analog pcb assembly.

Event description:
A customer contacted physio-control to report that their device was showing its service wrench icon. Upon inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would not power on . The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing its service wrench icon. Upon inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.